Event description:
Caller reported that their t: slim x2 pump screen was dark and would not turn on, and the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried various troubleshooting steps with the help of technical support, but the issue remained unresolved. Consequently, technical support decided to replace the pump. Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and they were informed about receiving a replacement pump with updated software. The caller understood the instructions regarding the return of the defective pump and the handling of the replacement pump.